Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi error code 243.4070. Account name: (B)(6). Account #: (B)(4). Asset name: 8015ls pcu dom v9.19.1.2 a/b/g. Asset location: contact: (B)(6). Contact phone: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: tech. Called in for help on 8100 unit with error code 243.4070. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: error code 240.4070 on 8100 unit has to do with os a self test fail, replace ail sensor unit once replace if still get same error , unit will have to sent in for services repair. Ref: (B)(4).

Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00804218 case subject: npi error code 243.4070 account name: tacoma general hospital account #: 10085332 asset name: 8015ls pcu dom v9.19.1.2 a/b/g asset location: contact: (B)(6) contact email: contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: tech. Called in for help on 8100 unit with error code 243.4070 failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: error code 240.4070 on 8100 unit has to do with os a self test fail, replace ail sensor unit once replace if still get same error , unit will have to sent in for services repair. Ref:_00d30y0yr._5000l1ktr9d:ref